Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding / abnormal bleeding"), autoimmune disorder ("autoimmune symptoms") and uterine polyp ("endometrial polyp") in a (B)(6) year-old female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)), miscarriage, polycystic ovary, acne, gestational diabetes, ulcer nos and dysphagia. Concurrent conditions included obesity, back pain, uti, blood in urine, neck pain, chest discomfort, shortness of breath, panic attack, vitamin d decreased, sneezing, insomnia and uterine bleeding. Family history included diabetes (father), graves' disease (mother) and breast cancer (mother). Concomitant products included ciprofloxacin (cipro) for blood in urine as well as alprazolam (xanax). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and palpitations ("palpitations"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), heart rate irregular ("irregular heartbeat"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), pruritus ("dry itchy skin"), dry skin ("dry skin"), tremor ("tremors cramps"), muscle spasms ("muscle cramp"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes"), vaginal discharge ("vaginal discharge"), tinnitus ("ringing ears"), dysphagia ("difficulty swallowing"), arthralgia ("joint pain"), bone pain ("bone pain"), peripheral swelling ("swelling of legs / feet"), gingival bleeding ("bleeding gums") uterine polyp (seriousness criterion medically significant), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands / feet"), insomnia ("insomnia"),- temperature intolerance ("intolerance to cold/heat"),hot flush ("hot flashes"), night sweats ("night sweats"), amnesia ("memory loss"), alopecia ("hair loss"), diarrhea ("diarrhea"), gastrooesophageal reflux disease ("reflux") and constipation("constipation"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy) and surgery (d&c w/ endometrial polyp removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, autoimmune disorder, migraine, headache, palpitations, heart rate irregular, dysmenorrhoea, depression, anxiety, urticaria, pruritus, dry skin, tremor, muscle spasms, fatigue, vision blurred, dry eye, vaginal discharge, weight increased, tinnitus, dysphagia, arthralgia, bone pain, peripheral swelling, gingival bleeding, uterine polyp, hypoaesthesia, paraesthesia, insomnia, temperature intolerance,hot flush, night sweats, amnesia, alopecia, diarrhea, gastrooesophageal reflux disease and constipation had resolved. The reporter considered anxiety, arthralgia, autoimmune disorder, bone pain, depression, dry eye, dry skin, dysmenorrhoea, dysphagia, fatigue, genital haemorrhage, gingival bleeding, headache, heart rate irregular, hormone level abnormal, menorrhagia, migraine, muscle spasms, palpitations, pelvic pain, peripheral swelling, pruritus, tinnitus, tremor, urticaria, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased,hypoaesthesia, paraesthesia, insomnia, temperature intolerance, hot flush, night sweats, amnesia, alopecia, diarrhea,gastrooesophageal reflux disease and constipation to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Ultrasound scan - on an unknown date: polycystic ovary syndrome; on an unknown date: dvt which was negative. On (B)(6) 2011 : underwent hysterosalpingogram. On (B)(6) 2010 : bilateral screening digital mammography : findings: bilateral low dose digital mammograms were performed. The breast tissue is mildly dense without dominant masses or suspicious calcifications. Impression: no mammographic evidence of malignancy. Recommend continued screening mammography based on acr guidelines. Most recent follow-up information incorporated above includes: on 25-jan-2018:events - "vaginal bleeding, menorrhagia, hormonal changes, autoimmune symptoms, migraines, headaches, palpitations, irregular heartbeat, dysmenorrhea, depression, anxiety, hives, dry itchy skin, dry skin, muscle cramp, tremors cramps, fatigue, blurred vision, dry eyes, vaginal discharge, weight gain, ringing ears, difficulty swallowing, joint pain, bone pain, swelling of legs / feet, bleeding gums, endometrial polyp, numbness in hands and feet, tingling in hands / feet, insomnia, intolerance to cold/heat, hot flashes, night sweats, memory loss, hair loss, diarrhea, reflux, constipation", concomitant drug and condition, historical condition, lot number, reporter added from pfs. Concomitant condition, lab data, family history added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), uterine polyp ("endometrial polyp"), genital haemorrhage ("persistent bleeding / abnormal uterine bleeding") and autoimmune disorder ("autoimmune symptoms") in a 41-year-old female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (10feb1993; 16feb2002), miscarriage, polycystic ovary, acne, gestational diabetes, ulcer nos, dysphagia, back pain, insomnia, human papilloma virus antibody positive in 2016, anxiety in 2001, chlamydial infection in (B)(6),2016, trichomoniasis in 2015, colonoscopy (with anesthesia) on (B)(6) 2017, hysteroscopy on (B)(6) 2016, induced abortion, spontaneous abortion, foot operation in 2014, ex-smoker and alcohol use (1-2 x week). Previously administered products included for pain: norco. Concurrent conditions included obesity, uti, blood in urine, neck pain, chest discomfort, shortness of breath, panic attack, vitamin d low, endometrial hyperplasia (complex endometrial hyperplasia without atypia) since (B)(6) 2017, drug hypersensitivity (ciprofloxacin (racing heart, nausea, syncopy, anxiety); metformin (raises her blood sugar)), varicose veins, post-traumatic stress disorder and heart murmur. Family history included diabetes (father), graves' disease (mother), breast cancer (mother), ovarian carcinoma, uterine cancer, depressive disorder, diabetes mellitus, prostatic cancer and thyroid disorder. Concomitant products included ciprofloxacin (cipro) for blood in urine as well as alprazolam (xanax), ondansetron since 2015 and sertraline from 2011 to 2012. On (B)(6), 2010, the patient had essure inserted.in (B)(6),2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6),2010, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In march 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and depression ("depression/ psychological or psychiatric problems: depression"). In (B)(6),2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental problems"). In january 2015, the patient experienced mood swings ("hormonal changes: mood swings"), gastrooesophageal reflux disease ("reflux/ gastrointestinal or digestive system condition: reflux") and nausea ("nausea"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and palpitations ("palpitations"). In october 2015, the patient experienced urticaria ("hives/ rashes or skin conditions: hives"). In november 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6),2016, the patient experienced arthralgia ("joint pain") and bone pain ("bone pain"). In (B)(6), 2016, the patient experienced weight increased ("weight gain"). On (B)(6), 2017, 6 years 11 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), heart rate irregular ("irregular heartbeat"), anxiety ("anxiety"), pruritus ("dry itchy skin"), dry skin ("dry skin"), tremor ("tremors cramps"), muscle spasms ("muscle cramp"), vision blurred ("blurred vision"), dry eye ("dry eyes"), tinnitus ("ringing ears"), dysphagia ("difficulty swallowing"), peripheral swelling ("swelling of legs / feet"), gingival bleeding ("bleeding gums"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands / feet"), insomnia ("insomnia"), temperature intolerance ("intolerance to cold/heat"), hot flush ("hot flashes"), night sweats ("night sweats"), amnesia ("memory loss"), diarrhoea ("diarrhea") and constipation ("constipation"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with removal of both fallopian tubes) and surgery (d&c w/ endometrial polyp removed). Essure was removed on 14-sep-2017. At the time of the report, the pelvic pain, uterine haemorrhage, nausea and tooth disorder outcome was unknown and the uterine polyp, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, mood swings, migraine, headache, palpitations, heart rate irregular, dysmenorrhoea, depression, anxiety, urticaria, pruritus, dry skin, tremor, muscle spasms, fatigue, vision blurred, dry eye, vaginal discharge, weight increased, tinnitus, dysphagia, arthralgia, bone pain, peripheral swelling, gingival bleeding, hypoaesthesia, paraesthesia, insomnia, hot flush, night sweats, amnesia, alopecia, diarrhoea, gastrooesophageal reflux disease and constipation had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, bone pain, constipation, depression, diarrhoea, dry eye, dry skin, dysmenorrhoea, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, headache, heart rate irregular, hot flush, hypoaesthesia, insomnia, menorrhagia, migraine, mood swings, muscle spasms, nausea, night sweats, palpitations, paraesthesia, pelvic pain, peripheral swelling, pruritus, temperature intolerance, tinnitus, tooth disorder, tremor, urticaria, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: removal(14-sep-2017):the 1 fallopian tube was brought out individually and once it was grasped it actually tore away from the uterus revealing the essure implant on that side. At this point, the implant was removed.the remaining portion of the uterus was morcellated with care being taken to try to keep the other tube attached.once this was done the uterine portion of the essure was visible, left intact and then once the entire uterine specimen was removed the fallopian tube and the cornu of the uterus were dissected away from the rest of the uterus so this could be sent with the other essure specimen to the lab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Human chorionic gonadotropin - on 11-sep-2017: < 0.5 mlu/ml hysterosalpingogram - on 11-jan-2011: total bilateral occlusion ultrasound scan - on an unknown date: polycystic ovary syndrome; on an unknown date: dvt which was negative (B)(6),2011 : underwent hysterosalpingogram. (B)(6),2010 : bilateral screening digital mammography. Impression: no mammographic evidence of malignancy. Recommend continued screening mammography based on acr guidelines. On (B)(6), 2017, pathology uterus, bilateral fallopian revealed endometrium: weakly proliferative with disordered proliferative phase, tubal metaplasia, and stromal breakdown. Myometrium:focal adenomyosis. Bilateral fallopian tubes: both with incidental paratubal cysts. One with focal intraluminal calcified/mineralized debris. Medical device consistent with essure device (see gross description). No atypical hyperplasia or evidence of malignancy. Note is made of the patient's previous diagnosis of endometrial polyps showing fragments of endometrial polyp with focal complex hyperplasia without atypia. No atypical hyperplasia or evidence of malignancy is seen within the endometrium evaluated. Gross description specimen 1: received labeled as "uterus and bilateral fallopian tubes" is a 160 g morcellated uterus that is 12 x 10 x 4 cm in aggregate. Close examination of the tissue reveals several fragment have a glistening surface consistent with serosa, while other fragments have a glistening surface consistent with endometrium. Two separate fallopian tube segments are identified that are 3 cm in average length and 0.5 cm in diameter. A metallic coil-like device protrudes from one of the tubes. It is consistent with an essure device. Sectioning through the second fallopian tube does not reveal the essure device; however, a second essure device is identified free floating within the specimen container. The coil protruding from the tissue is dissected from the surrounding tissue. The coils are placed in a separate container within the main container of the specimen. On 14-sep-2017, morbid obesity with a bmi of 49. Current weight: 326 lbs. ¿concerning the injuries reported in this case, the following one was reported via medical record : uterine haemorrhage (confirming genital haemorrhage and vaginal haemorrhage) and pelvic pain. ¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6),-2018: quality safety evaluation of ptc on (B)(6), -2018: concomitant disease and concomitant drugs and laboratory data were added. Added events hormonal changes: mood swings (previously reported as hormonal imbalance), nausea and dental problems. Updated events, onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("persistent bleeding / abnormal uterine bleeding"), autoimmune disorder ("autoimmune symptoms") and uterine polyp ("endometrial polyp") in a (B)(6) year-old female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1993; (B)(6) 2002), miscarriage, polycystic ovary, acne, gestational diabetes, ulcer nos, dysphagia, back pain, insomnia, (B)(6) in 2016, anxiety in 2001, chlamydial infection in (B)(6) 2016, trichomoniasis in 2015, colonoscopy (with anesthesia) on (B)(6) 2017, hysteroscopy on (B)(6) 2016, uterine dilation and curettage on (B)(6) 2016, endometrial polyp, induced abortion, spontaneous abortion, foot operation in 2014, ex-smoker and alcohol use (1-2 x week). Previously administered products included for pain: norco. Concurrent conditions included morbid obesity, uti, blood in urine, neck pain, chest discomfort, shortness of breath, panic attack, vitamin d low, sneezing, endometrial hyperplasia (complex endometrial hyperplasia without atypia) since (B)(6) 2017, drug hypersensitivity (ciprofloxacin (racing heart, nausea, syncopy, anxiety); metformin (raises her blood sugar)), varicose veins, type ii diabetes mellitus, post-traumatic stress disorder and heart murmur. Family history included diabetes (father), graves' disease (mother), breast cancer (mother), breast cancer, ovarian carcinoma, uterine cancer, depressive disorder, diabetes mellitus, prostatic cancer and thyroid disorder. Concomitant products included ciprofloxacin (cipro) for blood in urine as well as alprazolam (xanax). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches") and palpitations ("palpitations"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2017, 6 years 11 months after insertion of essure, the patient experienced uterine haemorrhage and on an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), heart rate irregular ("irregular heartbeat"), depression ("depression"), anxiety ("anxiety"), urticaria ("hives"), pruritus ("dry itchy skin"), dry skin ("dry skin"), tremor ("tremors cramps"), muscle spasms ("muscle cramp"), fatigue ("fatigue"), vision blurred ("blurred vision"), dry eye ("dry eyes"), vaginal discharge ("vaginal discharge"), tinnitus ("ringing ears"), dysphagia ("difficulty swallowing"), arthralgia ("joint pain"), bone pain ("bone pain"), peripheral swelling ("swelling of legs / feet"), gingival bleeding ("bleeding gums"), uterine polyp (seriousness criterion medically significant), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands / feet"), insomnia ("insomnia"), temperature intolerance ("intolerance to cold/heat"), hot flush ("hot flashes"), night sweats ("night sweats"), amnesia ("memory loss"), alopecia ("hair loss"), diarrhoea ("diarrhea"), gastrooesophageal reflux disease ("reflux") and constipation ("constipation"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with removal of both fallopian tubes), surgery (laparoscopic supracervical hysterectomy with removal of both fallopian tubes) and surgery (d&c w/ endometrial polyp removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hormone level abnormal, autoimmune disorder, migraine, headache, palpitations, heart rate irregular, dysmenorrhoea, depression, anxiety, urticaria, pruritus, dry skin, tremor, muscle spasms, fatigue, vision blurred, dry eye, vaginal discharge, weight increased, tinnitus, dysphagia, arthralgia, bone pain, peripheral swelling, gingival bleeding, uterine polyp, hypoaesthesia, paraesthesia, insomnia, hot flush, night sweats, amnesia, alopecia, diarrhoea, gastrooesophageal reflux disease and constipation had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, bone pain, constipation, depression, diarrhoea, dry eye, dry skin, dysmenorrhoea, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, headache, heart rate irregular, hormone level abnormal, hot flush, hypoaesthesia, insomnia, menorrhagia, migraine, muscle spasms, night sweats, palpitations, paraesthesia, pelvic pain, peripheral swelling, pruritus, temperature intolerance, tinnitus, tremor, urticaria, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2017: < 0.5 mlu/ml ultrasound scan - on an unknown date: polycystic ovary syndrome; on an unknown date: dvt which was negative (B)(6) 2011 : underwent hysterosalpingogram. (B)(6) 2010 : bilateral screening digital mammography : findings: bilateral low dose digital mammograms were performed. The breast tissue is mildly dense without dominant masses or suspicious calcifications. Impression: no mammographic evidence of malignancy. Recommend continued screening mammography based on acr guidelines. On (B)(6) 2017, pathology uterus, bilateral fallopian revealed endometrium: weakly proliferative with disordered proliferative phase, tubal metaplasia, and stromal breakdown. Myometrium:focal adenomyosis. Uterine serosa: no significant histologic abnormality. Bilateral fallopian tubes: both with incidental paratubal cysts. One with focal intraluminal calcified/mineralized debris. Medical device consistent with essure device (see gross description). No atypical hyperplasia or evidence of malignancy. Note is made of the patient's previous diagnosis of endometrial polyps showing fragments of endometrial polyp with focal complex hyperplasia without atypia. No atypical hyperplasia or evidence of malignancy is seen within the endometrium evaluated. Gross description specimen 1: received labeled as "uterus and bilateral fallopian tubes" is a 160 g morcellated uterus that is 12 x 10 x 4 cm in aggregate. Close examination of the tissue reveals several fragment have a glistening surface consistent with serosa, while other fragments have a glistening surface consistent with endometrium. Two separate fallopian tube segments are identified that are 3 cm in average length and 0.5 cm in diameter. A metallic coil-like device protrudes from one of the tubes. It is consistent with an essure device. Sectioning through the second fallopian tube does not reveal the essure device; however, a second essure device is identified free floating within the specimen container. The coil protruding from the tissue is dissected from the surrounding tissue. The coils are placed in a separate container within the main container of the specimen. On (B)(6) 2017, morbid obesity with a bmi of 49. Current weight: (B)(6) lbs. ¿concerning the injuries reported in this case, the following one was reported via medical record : uterine haemorrhage (confirming genital haemorrhage and vaginal haemorrhage) and pelvic pain. ¿ most recent follow-up information incorporated above includes: on 14-feb-2018: event: abnormal uterine bleeding was added (from medical record). Her historical condition/medication and concurrent condition were added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), uterine haemorrhage ('abnormal uterine bleeding'), uterine polyp ('endometrial polyp') and autoimmune disorder ('autoimmune symptoms') in a 41-year-old female patient who had essure (batch no. 50512929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy (with anesthesia) on (B)(6) 2017, human papilloma virus antibody positive in 2016, chlamydial infection in (B)(6) of 2016, hysteroscopy on (B)(6) 2016, trichomoniasis in 2015, foot operation in 2014, anxiety in 2001, multigravida, parity 2 (B)(6) 1993; (B)(6) 2002. Miscarriage, acne, gestational diabetes, ulcer nos, dysphagia, induced abortion, spontaneous abortion, ex-smoker and alcohol use (1-2 x week). Previously administered products included for pain: norco. Concurrent conditions included endometrial hyperplasia (complex endometrial hyperplasia without atypia) since (B)(6) 2017, obesity, polycystic ovary, back pain, uti, blood in urine, neck pain, chest discomfort, shortness of breath, panic attack, vitamin d low, insomnia, drug hypersensitivity (ciprofloxacin (racing heart, nausea, syncopy, anxiety); metformin (raises her blood sugar), varicose veins, post-traumatic stress disorder and heart murmur. Family history included diabetes (father), graves' disease (mother), breast cancer (mother), ovarian carcinoma, uterine cancer, depressive disorder, diabetes mellitus, prostatic cancer and thyroid disorder. Concomitant products included ciprofloxacin (cipro) for blood in urine as well as alprazolam (xanax), ondansetron since 2015 and sertraline from 2011 to 2012. On (B)(6) 2010, the patient had essure inserted.in (B)(6) of 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping). In (B)(6) of 2011, the patient experienced genital haemorrhage ("persistent bleeding / abnormal uterine bleeding"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and depression ("depression/ psychological or psychiatric problems: depression"). In (B)(6) of 2014, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and tooth disorder ("dental problems"). In (B)(6) of 2015, the patient experienced mood swings ("hormonal changes: mood swings"), gastrooesophageal reflux disease ("reflux/ gastrointestinal or digestive system condition: reflux") and nausea ("nausea"). In 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant) and palpitations ("palpitations"). In (B)(6) of 2015, the patient experienced urticaria ("hives/ rashes or skin conditions: hives"). In (B)(6) of 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) of 2016, the patient experienced arthralgia ("joint pain") and bone pain ("bone pain"). In (B)(6) of 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) of 2017, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced uterine polyp (seriousness criterion medically significant), anxiety ("anxiety"), pruritus ("dry itchy skin"), dry skin ("dry skin"), tremor ("tremors cramps"), muscle spasms ("muscle cramp"), vision blurred ("blurred vision"), dry eye ("dry eyes"), tinnitus ("ringing ears"), dysphagia ("difficulty swallowing"), peripheral swelling ("swelling of legs / feet"), gingival bleeding ("bleeding gums"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands / feet"), insomnia ("insomnia"), temperature intolerance ("intolerance to cold/heat"), hot flush ("hot flashes"), night sweats ("night sweats"), amnesia ("memory loss"), diarrhoea ("diarrhea"), constipation ("constipation") and vitamin d deficiency ("vitamin d deficiency") and was found to have heart rate irregular ("irregular heartbeat"). The patient was treated with surgery d&c w/ endometrial polyp removed. And laparoscopic supracervical hysterectomy with removal of both fallopian tubes. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, nausea, tooth disorder and vitamin d deficiency outcome was unknown and the uterine polyp, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, mood swings, migraine, headache, palpitations, heart rate irregular, dysmenorrhoea, depression, anxiety, urticaria, pruritus, dry skin, tremor, muscle spasms, fatigue, vision blurred, dry eye, vaginal discharge, weight increased, tinnitus, dysphagia, arthralgia, bone pain, peripheral swelling, gingival bleeding, hypoaesthesia, paraesthesia, insomnia, hot flush, night sweats, amnesia, alopecia, diarrhoea, gastrooesophageal reflux disease and constipation had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, bone pain, constipation, depression, diarrhoea, dry eye, dry skin, dysmenorrhoea, dysphagia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, headache, heart rate irregular, hot flush, hypoaesthesia, insomnia, menorrhagia, migraine, mood swings, muscle spasms, nausea, night sweats, palpitations, paraesthesia, pelvic pain, peripheral swelling, pruritus, temperature intolerance, tinnitus, tooth disorder, tremor, urticaria, uterine polyp, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: removal (B)(6) 2017 :the 1 fallopian tube was brought out individually and once it was grasped it actually tore away from the uterus revealing the essure implant on that side. At this point, the implant was removed.the remaining portion of the uterus was morcellated with care being taken to try to keep the other tube attached.once this was done. The uterine portion of the essure was visible, left intact and then once the entire uterine specimen was removed the fallopian tube and the cornu of the uterus were dissected away from the rest of the uterus so this could be sent with the other essure specimen to the lab. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Human chorionic gonadotropin on (B)(6) 2017: results: < 0.5 mlu/ml. Hysterosalpingogram on (B)(6) 2011: results: total bilateral occlusion. Ultrasound scan on an unknown date: results: polycystic ovary syndrome; on an unknown date: results: dvt which was negative. (B)(6) 2011 : underwent hysterosalpingogram. (B)(6) 2010 : bilateral screening digital mammography. Impression: no mammographic evidence of malignancy. Recommend continued screening mammography based on acr guidelines. On (B)(6) 2017, pathology uterus, bilateral fallopian revealed endometrium: weakly proliferative with disordered proliferative phase, tubal metaplasia, and stromal breakdown. Myometrium:focal adenomyosis. Bilateral fallopian tubes: both with incidental paratubal cysts. One with focal intraluminal calcified/mineralized debris. Medical device consistent with essure device (see gross description). No atypical hyperplasia or evidence of malignancy. Note is made of the patient's previous diagnosis of endometrial polyps showing fragments of endometrial polyp with focal complex hyperplasia without atypia. No atypical hyperplasia or evidence of malignancy is seen within the endometrium evaluated. Gross description specimen 1: received labeled as "uterus and bilateral fallopian tubes" is a 160 g morcellated uterus that is 12 x 10 x 4 cm in aggregate. Close examination of the tissue reveals several fragment have a glistening surface consistent with serosa, while other fragments have a glistening surface consistent with endometrium. Two separate fallopian tube segments are identified that are 3 cm in average length and 0.5 cm in diameter. A metallic coil-like device protrudes from one of the tubes. It is consistent with an essure device. Sectioning through the second fallopian tube does not reveal the essure device; however, a second essure device is identified free floating within the specimen container. The coil protruding from the tissue is dissected from the surrounding tissue. The coils are placed in a separate container within the main container of the specimen. On (B)(6) 2017, morbid obesity with a bmi of 49. Current weight: 326 lbs. ¿concerning the injuries reported in this case, the following one was reported via medical record : uterine haemorrhage (confirming genital haemorrhage and vaginal haemorrhage) and pelvic pain. ¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- vitamin d deficiency. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.